Event description:
Customer reported the system will intermittently lock up and will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tgi. System operates as intended. This MDR is related to ge healthcare complaint number.